Manufacturer narrative:
No product will be returned per customer. The customer complaint of a tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the epidural tubing was leaking from the purple port end on multiple sets of tubing. Four were found to be faulty. The doctor was upset because this poses an infection risk for patient not having a closed system, which can enter the epidural space." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional information requested, but was not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the epidural tubing was leaking from the purple port end on multiple sets of tubing. Four were found to be faulty. The doctor was upset because this poses an infection risk for patient not having a closed system, which can enter the epidural space." An incomplete date of event of (B)(6) 2019 was provided.